Event description:
It was reported via repair work order that there was no power to the bed as the power cord was detached. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.